Event description:
It was reported that during a lap low anterior resection, the electrode tip fell out when the device was wiped by a nurse. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the electrode tip broken off from the shaft and present. As the electrode tip was broken off, no functional testing could be done. No conclusion could be drawn as to what caused the tip to break off.